Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. No problem was found. Additional observations, which were not reported by site and not related to the customer reported complaint: this instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The root cause was not determined. The instrument was found to have a broken bipolar yaw pulley. The broken piece was missing as a result of breakage. The size of missing piece was approximately 0.055¿ x 0.158¿. The root cause of this failure was typically attributed to mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) wire was broken. The procedure was completed with no reported injury with a backup mbf instrument.